Event description:
The svc report shows the customer reported no audio alarm. The nellcor puritan bennett customer support engineer (cse) verified an intermittent audio alarm. The cse inspected the device and replaced the alarm and power switch. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.